Event description:
As reported, during tapp procedure using sorbafix fixation device, two fasteners were deployed at once. It was also reported that initial three fasteners were fixated successfully and the fixation was carried out in rectus abdominis muscle, bilateral inferior epigastric artery/vein, near the pubic bone. The fastener was removed from the patient's body and another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during tapp procedure using sorbafix fixation device, two fasteners were deployed at once. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The contradictions section states, " carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera, or bone. Use of the sorbafix absorbable fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.